Event description:
It was intended to use a resolute integrity rx drug eluting stent to treat a heavily calcified lesion in the mid lad, 80% stenosis. The device was inspected before use with no issues noted. The device was prepped with saline. The lesion was pre-dilated with a sc balloon, below rbp and proximal to distal. It is reported that the rsint device could not cross the lesion due to a bend in the lesion which the distal end of the stent could not cross, the stent was drawn back and the physician made a few more attempts to cross with the stent unsuccessfully. The physician pre-dilated the lesion again and used a non-medtronic device, of smaller size, to complete the procedure. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. No patient complications are reported. Evaluation summary: the distal tip was slightly flared. The 10th and 11th distal stent segments had slightly raised misaligned struts.

Manufacturer narrative:
Results, conclusions: stent deformation, heavily calcified lesion, 80% stenosis, bend in the vessel proximal to lesion site. (B)(4).